Event description:
During a routine 12 day post evlt procedure using ultrasound, a small attached non-occlusive thrombus was observed at the sapheno - femoral vein junction partially in both the great saphenous vein and the femoral vein. The patient was asymptomatic. The physician noted the thrombus was not a dvt. A vein filter was placed and anticoagulant therapy was initiated. Upon 7 day follow up using ultrasound the thrombus could not be located. The filter was removed and anticoagulated therapy was discontinued no further sequelae were noted there was no device failure.